Event description:
Complainant alleged that during biomed testing, the measured output energy of the device was out of tolerance while performing defribrillation testing with 20 joules selected. Complainant indicated that there was no patient involvement in the reported malfunction.